Event description:
It was reported that the insulin pump had a frozen display. It was stated that the battery was removed and reinserted, but the frozen display continued. Advised the caller that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.